Manufacturer narrative:
It has been verified that the returned instrument was correctly annunciating alarms visually and audibly. Additional testing determined that the returned battery had a charge/discharge curve that was extremely different and very significantly limited from that of a normal battery. When this battery was used within this instrument, the battery did not have sufficient accumulated charge in order to start the instrument, alert the low battery condition, nd the instrument would soon shut down soon after start up. It has been noted in the radical-7 operator's manual that all batteries lose capacity with age,thus the amount of run time left at low battery will vary depending upon the age of the battery.

Event description:
The nurse detected the radical-7 was running out of battery after about seven minutes. The nurse claimed there were no low battery alarms. During the blank period, the spo2 was drastically down. Therefore, the hospital declared a state of incident.